Manufacturer narrative:
(B)(4). The device history review for the product visistat 35w 6/box lot# 73e1800140 investigation did not show issues related to complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the clip jammed.

Manufacturer narrative:
Qn#(B)(4). The customer returned one unit 528235 visistat 35w 6/box for investigation. The returned stapler was visually examined with and with out magnification. Visual examination of the returned stapler revealed that the sample was returned disassembled and the trigger was disconnected from the frame. The anvil, forming tool, spring and cover block were loose from the assembly. A piece of the cover block is broken where it attaches to the trigger which caused the trigger to disconnect. The damage to the cover block prevented the sample from being tested since the device would be unable to function properly. The stapler was returned with 28 staples remaining indicating that at least 7 staples were fired by the end user. The sample appears used as there is biological material present on the device. The IFU for this product, l02644, was reviewed as a part of this complaint investigation. The IFU states "to obtain optimum staple c losure, the trigger must be squeezed all the way in." A corrective action is not required at this time as unintentional user error caused or contributed to the complaint issue. The reported complaint of "broken - staple feed assembly" was confirmed based upon the sample received. The returned stapler was returned disassembled and the trigger was disconnected from the frame. The anvil, forming tool, spring and cover block were loose from the assembly. A piece of the cover block is broken where it attaches to the trigger which caused the trigger to disconnect. The observed damage prevented the stapler from being fired. It is unlikely that this damage was present at the time of manufacturing as the staplers are 100% inspected at the time of manufacturing. A device history record review was performed on the device with no evidence to suggest a manufacturing related cause. Therefore, based on the condition of the sample received, unintentional user error caused or contributed to this event.

Event description:
It was reported that the clip jammed.